Event description:
It was reported that an asymptomatic patient was seen in clinic for follow-up and the pulse generator was found to be operating in backup vvi mode. The device was explanted and replaced on (B)(6)2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.